Event description:
It was reported to boston scientific that the rubber bands were not firing consistently. The speedband superview super 7 ligator being used in a banding of varices in an esophagus procedure when the rubber bands did not come off bander. They were not able to complete the procedure due to the event. Patient's status was not reported.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration date can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.